Event description:
A surgeon reported a pt experiencing glare following bilateral intraocular lens (iol) implant surgery. The pt did have glare prior to surgery, but the surgeon thought it was due to the cataracts. The pt is extremely happy with her vision. The surgeon does not believe that the lenses are defective. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/05/2008 and 12/15/2008 by phone, fax and mail. The surgeon was unwilling to complete the questionnaire, however, additional info was provided by phone on 12/15/2008.